Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for further evaluation and treatment of hemolysis and a lactate dehydrogenase (ldh) of 1200 units/l. The patient continued to have hemolysis and was treated with dual IV therapy of heparin and tirofiban. No additional information was provided.

Manufacturer narrative:
Although the evaluation of the submitted system controller log files confirmed the report of elevated power and flow, a specific cause for these events could not be conclusively determined through this evaluation. Further, a direct correlation between the device, and the report of hemolysis revealed by elevated ldh could not be conclusively established. The evaluation of the device did not reveal any issues that would have contributed to the reported events. The submitted system controller log files captured transient elevations in power and estimated flow on 04may2018, 05may2018, 07may2018, 08may2018, 14may2018, 15may2018, 16may2018, 17may2018, 22may2018, 23may2018, 02jun2018, 12jun2018, 24jun2018, and 28jun2018, reaching values up to 10.0 w and 12.0 lpm, respectively. Power typically ranged between approximately 4.7 and 6.8 w, and estimated flow typically ranged between approximately 3.5 and 7.8 lpm. The pump appeared to have functioned as intended above the low speed limit with no atypical alarms during these events. The pump was returned assembled with the driveline severed approximately 11¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The sealed outflow graft and sealed outflow graft bend relief were returned unattached from the outlet elbow. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware, and the apical sewing ring was secured to the distal end of the inlet tube. The pump appeared to have been exposed to a fixative agent. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to the elevations in pump power observed in the log files or the report of hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The driveline was fully evaluated and returned under MDR-2018-35806 / MFR report number 2916596. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.